Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient reported difficulty charging the ins and requested assistance as they were new at the process. They said they have tried on their own but saw a message that is some kind of error and they think their stimulator may be dead, they don't feel the stimulator anymore (patient services understood they meant doesn't feel stimulation anymore). The following troubleshooting steps were performed: initially used the communicator and handset to check the ins status and they reported seeing: por detected please check battery level. They reset the handset, reset the recharger, closed out of all running applications, recommended using recharger over a thin layer of clothing, recommended moving away from possible sources of emi, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger, located the ins by looking for incision and/or palpating the ins, dismissed code 3167 they en countered: passive mode screen with left2 how, high 11 and the middle bouncing between 7 and 8. Additional troubleshooting information: they reset the charger twice and was successful to get an excellent connection, the ins was 10 percent and stim was off. The troubleshooting steps that were taken on the call resolved the issue. They said their second follow-up appointment is june 18.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.